Event description:
It was reported that the ilet user encountered difficulty during a supply change and was unsure how to override or reverse the rewind process on the ilet pump; the agent provided troubleshooting and education, walked the user through the rewind steps, and the user had no further questions. There were no reported clinical effects. Outcomes included successful completion of the supply change without alerts or alarms. Investigation included customer education and guided troubleshooting over the phone. Investigation of this case revealed user confusion regarding correct supply change steps, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error resolved through education.